Event description:
It was reported that on (B)(6) 2025 "when aspirating from the patient/catheter (blood) or any other port there was noted to be air" in the 10ml control syringe.

Manufacturer narrative:
It was reported that on (B)(6) 2025 "when aspirating from the patient/catheter (blood) or any other port there was noted to be air" in the 10ml control syringe. The customer said that the procedure was able to be completed and reported "added time for caution." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.